Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 85 96sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 04-oct-2020, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 11-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer receiving morphine at what the reporter thought was daily dose of 8.6 and bupivacaine via an implantable pump. The other medication the patient was taking at the time of the event was 5mg percocet orally. The indication for use was non-malignant pain. The patient¿s medical history included a horrific motorcycle accident where they had a compound fracture of the leg, arm and broke the hip and pelvis and the reason for the pump. It was reported that the patient was not getting any relief now for almost 2 years and they are turning the pump up but very small amounts. Per the reporter, in the last month or so, they performed some diagnostic test ¿dye study¿ and it showed the catheter empty. The patient was having the catheter replaced this month.